Event description:
Procedure: lap hernia repair: according to the reporter - during a lap hernia case the seal of the port was damaged which caused the gas to leak out of patient. A piece of the seal fell into the patient and was removed with a grasper. No blood loss or tissue damage.

Manufacturer narrative:
(B)(4).